Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they did not press a button down for 3 minutes or longer. Customer reported after battery changing screen was blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged blank display and keypad unresponsive/button error alarm found on (B)(6) 2022. The device passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power/battery alarms or alerts noted during testing and in the history files or traces. Graph button did not function during testing. No damage noted to keypad assembly and j1 connector on electrical board 1 was locked properly during visual inspection. Unit failed keypad voltage test, with graph button voltage measuring of 0v due to a short circuit. Verified pump alarmed stuck key alarm on (B)(6) 2022 at 00:04:07.000. Device was cut open to perform visual inspection and found moisture damage¿on the electrical board 1, electrical board 2, motor and force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: end cap address label missing and pillowing keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Unresponsive/button error alarm confirmed due to a short circuit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that the insulin pump was returned for analysis.